Event description:
The account stated that the architect analyzer generated an initial afp result of 68 iu/ml. The result did not match the patient history and was rerun. The repeat result was 141 iu/ml which was in line with previous values from the patient. The low result was not reported and there was no report of impact to patient management.

Manufacturer narrative:
(B)(4). The customer replaced the sample, reagent 1, and reagent 2 probes. A precision run was performed. The issue was resolved. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect afp reagent package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.